Event description:
It was reported that the patient presented with an automatic mode switching episode that appeared to be caused by atrial noise. Noise was not reproducible with isometrics or pocket manipulation. The atrial lead exhibited low impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.